Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 100 mcg/day) via an implantable infusion pump. The patient's medical history included brain injury with spasticity. It was reported that the patient developed an infection after his pump implantation on (B)(6) 2018. It was noted that the infection was due to the nursing home failing to give the patient a bath for over a week. The pump pocket was infected and the patient complained of the pocket hurting for three days. The infection turned into meningitis and the patient's ventriculoperitoneal shunt had to be removed, along with the pump and catheter. The patient was doing well at the time of the report and had been implanted with a new system recently. The doctor only agreed to implant the new system because the patient was going to stay with family until his surgical wounds healed. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.